Event description:
A report received from another country, indicated that a stent dislodged in the pt during a percutaneous coronary intervention. As the cypher stent was being delivered to the target lesion after pre-dilatation with a lacross balloon, the physician encountered friction at the ostium of the proximal left circumflex prior to reaching the target lesion at the distal left circumflex. The physician tried to advance the cypher stent by pushing it back and forth, but the cypher did not move. The physician then tried to retrieve the cypher into a medtronic launcher guiding catheter but the stent strut became caught at the distal end of the guiding catheter and the stent dislodged. The physician then tried to retrieve the stent with a snare but was unsuccessful due to large diameter of the left main . He tried again to retrieve the stent into the guiding catheter by introducing a balloon and slightly inflating it slightly inflating the balloon. But the balloon came off at the proximal end causing the proximal end of the stent to flare. The physician then decided to leave the dislodged stent in the pt. To prevent flow reduction to the left anterior descending coronary artery, a bare metal stent was implanted from left main to the proximal left anterior descending coronary artery. The proximal end of the dislodged cypher, which was in the left main, was crushed to the vessel with the bare metal stent. Treatment of the distal circumflex and the part of the cypher stent lying there was left. According the physician the stent dislodged and became caught in the guiding catheter because of the high tortuousity and calcification of the proximal left circumflex and he attributes the difficulty encountered removing the stent to the procedure.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Please noted that the device is available for eval but have not yet been received. Add'l info will be submitted within thirty days upon receipt.